Event description:
A patient arrived to emergency department with acute respiratory failure. Pt. Intubated with 7.5 et tube and placed on ventilator. Pt. Admitted to ICU with diagnosis of acute hypercapnic respiratory failure. On day 2, pt extubated and failed controlled extubation which required reintubated with 7.5 et tube. Rt monitored et cuff pressure q 8 hours. Cuff pressure adjusted x 3 within 72 hours. Low cuff pressures ranged from 22-26. On day 7, pt. Successfully extubated. On day 10, pt discharged to skilled nursing facility. This facility has reported several devices with this problem within the last month to the manufacturer. Different device sizes are involved. Product has been returned to the manufacturer. Manufacturer response for et tube, rusch endotracheal tube size 7.5 (per site reporter). Notified teleflex medical customer service ((B)(4)) with equipment failure. Teleflex rep called and followed up with equipment failure. Equipment to be sent back via (B)(6).